Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported to olympus while inserting the the single use mechanical lithotriptor v via the visiglide, the guide wire nose tore and could not be reinserted into the bile duct. The reported issue occurred during an unknown therapeutic procedure. The procedure was subsequently completed with a similar device. It was indicated that the patient was under propofol at the time of the reported event. There was no patient/user harm or injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, , it is likely that the guide wire distal end did not meet strength specifications. However, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state: when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor field performance for this device.